Manufacturer narrative:
Batch review performed on 27-feb-2023. Lot: 2238825: (B)(4) items manufactured and released on 26-oct-2022. Expiration date: 2027-10-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review.

Event description:
At about 1 month after the primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the poly and the surgery was completed successfully.